Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having a high blood glucose of 478 mg/dl. Customer bolused with the insulin pump. Customer found that only one bolus was recorded. Customer was advised to program a 2.0 easy bolus. Customer verified that the bolus appeared in the history. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.